Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision;asr xl acetabular system - left hip;reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place on (B)(6) 2012. Asr xl acetabular system - left, reason(s) for revision: alval / soft tissue reaction. Update: clarified details, amended implant and explants dates. Received: april 5th 2013. Product 1 cup implanted (B)(6) 2005. Product 2, product 3 and product 4 implanted (B)(6) 2012. Products 1, 2, 3 and 4 revised (B)(6) 2013. This is the second of 2 revisions - (B)(4) for 1st revision. Bi-lateral patient - (B)(4) for 1st right side revision - second right side revision yet to take place. Please note products and revision dates are still being queried - please see attachment. Update received: 9th july 2014 - amended revision date: (B)(6) 2012, added implant date: (B)(6) 2012, advised stem remains in situ, resurfacing to xl cross reference for left side is no longer applicable as patient has found to be left side xl only and not resurfacing as previously thought and cross referenced bi-lateral. Bi-lateral patient - (B)(4) for 1st right side revision and (B)(4) for second right side revision.